Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 18 months post procedure patient suffered restenotic venous outflow (index procedure site). Patient scheduled for follow up fistulagram. After procedure started, patient notified the treating investigator that patient did not have a driver. Therefore, sedation was not able to be provided. Patient elected to stop the procedure and return another day. Procedure incomplete. The event was to be treated with percutaneous intervention patient has not recovered.

Manufacturer narrative:
Update received 24 jul, 04 aug 2025: the patient has not returned (B)(6) 2025) and there is no procedure scheduled at this time. To clarify, balloons were placed but the procedure was discontinued per patient request as the patient did not have a driver and could not receive sedation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.